Manufacturer narrative:
Unit passed displacement test. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace at pin1 and pin6, u1 keypad assembly. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 5.5 mmol/l at the time of incident. Customer was able to complete rewind. Insulin pump passed self test. The insulin pump will be returned for analysis.